Manufacturer narrative:
On 5-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, device manufacture date was reported as 16-sep-2019. However, after the mre was completed, it was found that the actual device manufacture date is 12-sep-2019. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. There was no difficulty to remove or add fluid. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor cpx4 with suture tabs medium height smooth expander was used during a breast surgery and exhibited issues with the addition of expansion fluid intra-operatively. During the implantation surgery, the surgeon was not able to remove air or inject saline. As a result, it caused a 5-10 minutes procedural delay , and a replacement device was used to complete the surgery. The physician did not assess any additional risk to the patient as a result of the delay, and no patient consequences were reported.